Manufacturer narrative:
(B)(4). Catalog number is unknown at this time. Device will not be returned. If additional information becomes available it will be provided on a supplemental report.

Event description:
Revision due to lateral ligament failure.